Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.

Event description:
The customer reported that the ligasure device was not sealing. Both end tones, indicating a completed seal cycle, and re-grasp alarms were heard during use. There was no unanticipated blood loss. They opened a new lf1744 and completed the procedure. No further information is available.

Manufacturer narrative:
(B)(4). One lf1744 was received for evaluation. This device has been used in the treatment or diagnosis of a patient. The returned product met specification as received. A review of the lot number reported indicates that the product was within the assigned expiration date at the time of reported incident. Visual inspection found no defects. The customer reported no seal and alarm activation. The reported condition was not confirmed. Functional testing was performed with the returned device on porcine kidney tissue. Multiple seals on various size vessels were made. The device was activated while pressing the button and with the rotation knob in various positions to detect any problematic activation issues. All seal cycles were completed satisfactorily and end tones were heard indicating completed activation cycles. The investigation found the device to function normally and within specifications. There are many factors that affect seal quality and a re-grasp alert indicates that the seal cycle was not complete. Refer to the product instructions for use that addresses tissue sealing recommendations and possible re-grasp situations. Manufacturing non-conformances were reviewed. No entries pertinent to the customer's report were noted.